Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419478, lead, implanted: (B)(6) 2008. 5076-52, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician felt the battery longevity did not meet expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.